Manufacturer narrative:
(B)(4). After battery installation, the unit powered up to a frozen medtronic logo screen. The red notification light was flashing and the vibrator was vibrating 2 seconds. After further review, the connector between electrical board and electrical board broke away from electrical board 1 while electrical board 2 was being disconnected from electrical board 1. Unable to perform the displacement test due to the display anomaly. The insulin pump was received with a short crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the case of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.